Event description:
It was reported that there was possible under infusion. Per reporter the device was running but they thought they did not receive any medication as the bag looked full. Settings were reviewed and the reservoir volume was 50 ml, dose volume was 50 ml, dose duration was 30 minutes, dose cycle was 6 hours, keep vein open (kvo was 0 ml/hour, the next dose was to start in 5 hours and 27 minutes, dose rate was 100 ml/hour, given 100 ml since (B)(6) 2025. They were unable to verify information from medication label but did confirm the medication was merrem. They explained that according to the pump, they received 2 doses and was scheduled to receive one more. The reporter noted that the patient was scheduled to return and to evaluate whether or not they received any of the medication. They checked the tubing from the bag of medication to the pump and no kinks or closed clamps were found. The event occurred at hospital and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.